Manufacturer narrative:
The manufacturer received additional information clarifying that the implant form from which the event was identified was incorrect. The device was implanted on (B)(6) 2017, and was never explanted. As such, there is no indication that an adverse event has occurred and no investigation is required. Device not explanted.

Manufacturer narrative:
The event is being reported in a conservative manner due to the limited information available. The manufacturer is presently following up to obtain additional information about the event. Device disposition not presently known.

Event description:
On october 18, 2017 the manufacturer was notified of the following event, via patient tracking: a perceval size 25 mm (sn (B)(4)) was explanted. The date of the incident was not reported, and the reason for explant was not specified.